Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow up #01 report and is being corrected on this follow-up #02 MFR report: 1. Narrative/corrected data. Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds, gaps, and compression of coil winds near its proximal end. There was no visible unraveling or stretching of the embolization coil. Conclusions: evaluation of the returned device revealed the embolization coil had offset and compressed coil winds, and gaps between coil winds, but no visible stretching or unraveling. The observed embolization coil damage may have occurred due to forceful manipulation during navigation of patient anatomy, or repeated cycling off the embolization coil during attempts to deploy. Further evaluation revealed the pet lock was intact. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the embolization coil with a handle. If the proximal end of the pusher assembly is not properly seated in the handle prior to attempts to detach, the pet lock may not separate, and the embolization coil may not detach. When the smart coil was seated into a demonstration handle and the handle was actuated, the pet lock separated and the embolization coil detached without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01756.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds, gaps, and compression of coil winds near its proximal end. There was no visible unraveling or stretching of the embolization coil. Conclusions: evaluation of the returned device revealed the embolization coil had offset and compressed coil winds, and gaps between coil winds, but no visible stretching or unraveling. The observed embolization coil damage may have occurred due to forceful manipulation during navigation of patient anatomy, or repeated cycling off the embolization coil during attempts to deploy. Further evaluation revealed the pet lock was intact. A broken pet lock indicates that a pull force was applied to the proximal end of the pusher assembly, typically in an attempt to detach the embolization coil with a handle. If the proximal end of the pusher assembly is not properly seated in the handle prior to attempts to detach, the pet lock may not separate, and the embolization coil may not detach. When the smart coil was seated into a demonstration handle and the handle was actuated, the pet lock separated and the embolization coil detached without issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 3005168196-2017-01756.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01756.

Event description:
The patient was undergoing a coil embolization procedure to treat an aneurysm in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter; however, the smart coil failed to detach using a handle. Therefore, the physician decided to retract the smart coil; however, the smart coil became "stretched". The procedure was completed using an additional smart coil and the same handle. There was no report of an adverse effect to the patient.